Event description:
Placement of a bravo capsule was started with proper technique acknowledged by the given imaging/bravo rep present. The pt coughed while scope was in her esophagus and propelled the capsule into the posterior nasopharynx. X-rays were taken to locate the capsule and confirmed the nasopharynx location. Attempts were made by physicians to dislodge the capsule for retrieval but were unsuccessful. Ent consulted. Afrin nasal spray administered. Pt again coughed and expelled the capsule. The pt sustained no injury.